Event description:
Information received indicated the left foot caster is not locking when the brake is activated.

Manufacturer narrative:
Hill-rom technician found that when the brakes were activated the left foot caster did hold but would still ratchet. The caster was worn. He replaced the casters and the bed functioned to specifications.